Manufacturer narrative:
Section h6: as part of an internal review of our mdrs it was identified that the code "4582-no clinical signs, symptoms or conditions" provided in the section "h6-health effect - clinical code" of the initial report needs to be removed as it should not have been indicated in the report and instead the code "2138 - visual impairment" should have been entered. Therefore, the correction has been made in this supplemental MDR report and the following field was updated accordingly: section h6: health effect - clinical code: 2138. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the lens remains implanted in the patient's eye. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 model intraocular lens (iol) had rotated. Account's brief description of the event indicated that during the post-operative visit patient had stated that right eye (od) felt weaker than left eye (os). Visual acuity od had decreased as it was 20/30 on (B)(6) 2021 and measured at 20/40 on (B)(6) 2021, the day of the post-operative visit. The lens in the od was repositioned rotationally from 78 degrees to 18 degrees and remains implanted. There was no patient injury and no other medical/ surgical interventions were done. Patient was doing excellent when discharged. No further information available.